Event description:
Procedure: lap gastric bypass. According to the reporter: the pt was transfused with 8 units and several units of platelets post-op. A second procedure was performed to over-sew the jj anastomosis gastric staple line.

Manufacturer narrative:
Initial report sent to FDA on 09/25/2009.